Event description:
It was reported that pump battery would not charge even though caller used working outlets, different wall adapters, and different charging cables, and no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, was instructed to place pump in storage mode before return, and was informed they would need to enter pump settings and connect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and provided instructions for returning problematic pump using prepaid label.